Manufacturer narrative:
The involved cycler was received for evaluation and found to be functioning as designed and intended with no unexpected device behavior. A review of the device history record (DHR) was conducted and confirmed the product was released meeting all quality criteria and manufacturing specifications. Investigation of the reported event supports that there was no device malfunction. The cycler alarmed as designed and intended and generated alarms as expected during the treatment. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a healthcare professional regarding a (B)(6) year old male patient who experienced problems with his access during a standard nocturnal home hemodialysis treatment. At an unspecified time during the night, the patient was found unresponsive and surrounded by blood (amount not provided). Emergency services were called, and the patient was pronounced deceased from exsanguination.